Manufacturer narrative:
The device was returned for evaluation. And the customers allegation was confirmed. It was noted, that noisy image occurred. Due to damage to the charge coupled device unit. It was also noted, that the bending section rubber had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to the olympus, that the endoeye flex deflectable videoscope had sandstorm image. When the power was turned on. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported noisy/static image issue could not be determined, however, the issue was likely the result of damage or disconnection of the image sensor unit due to repetitive use stress, external factors, user handling, or a component failure on the electrical circuit board. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿. ¿inspection of the endoscopic image:¿ ¿1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops¿. In addition, the following non-reportable malfunction was found during the device evaluation: slide cover deformation. Olympus will continue to monitor field performance for this device.